Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis, which confirmed the difficulty to inflate the balloon. The root cause was attributed to failure to trim the outer jacket material used in covering the hypo tube shaft. The extra material covered the opening of the inflation lumen. Additionally, a search of the lot history record found no non-conformance reports related to inflation difficulties. A review of the complaint database was conducted and found no other complaints received related to inflation difficulties for this lot. An expanded records review and investigation found a product issue related to inflation had been identified and corrective actions have been put in place to prevent reoccurrence. This product was manufactured prior to implementation of the corrective/preventative action.

Manufacturer narrative:
(B)(4). Dilatation catheter: maverick 3.5 x 12. Guide wire: runthrough. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the mildly calcified mid left anterior descending artery, a non-abbott guide wire was advanced into the patient anatomy. Pre-dilatation was performed with a 3.5 x 12 mm non-abbott dilatation catheter. A 3.5 x 23 mm xience v stent system was advanced and an attempt was made to inflate the balloon to 16 bars but the balloon would not inflate and the stent did not expand. The stent remained firmly crimped to the stent delivery system balloon. The stent delivery system was removed from the patient anatomy without difficulty. A new 3.5 x 23 mm xience prime stent system was then advanced and the stent deployed without difficulty. There were no adverse patient effects and no clinically significant delay. No additional information has been provided.